Manufacturer narrative:
Product analysis: the programmer initially powered on to an operating system error. The hard drive was re-imaged and software was reloaded. It was confirmed that the programmer was unresponsive to the stylus. The display overlay assembly was replaced. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unresponsive to stylus interaction. It was noted that a different stylus was used, but the issue persisted. It was further reported that the programmer emitted a beeping sound, upon startup. The programmer was returned for service. There was no patient involvement.